Manufacturer narrative:
(B)(6). The lot was manufactured february 27, 2016 - march 01, 2016. The device was received for evaluation. Visual inspection identified a ruptured bladder. Microscopic examination of the external and internal surfaces of the bladder, rupture line, and stress member revealed no abnormalities. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume folfusor ruptured at the end of infusion with about 10-20 ml of solution left. The device was filled with 6 g of fortum with a total fill volume of 120 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.